Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular (rv) lead exhibited noise over-sensing. The rv lead was capped and replaced on (B)(6) 2024. The patient remained in stable condition.